Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional regarding a patient receiving medication via an implanted pump. The indication for pump use was intractable spasticity and cerebral palsy. On (B)(6) 2015, it was reported that the pump was explanted due to infection on (B)(6) 2015. Per the reporter, the pump had been managed by another facility, so they had no information available regarding the pump prescription. There was no patient injury. No rotor or dye study had been done. The patient recovered without sequela. The drug in the pump, the patient's other medications/pertinent medical history and the diagnostics performed were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.